Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was discovered that there was an open clamp on an unused supply line. The technical service representative (tsr) reviewed proper procedures with the caregiver and the tsr advised to use manual supplies to finish therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.